Manufacturer narrative:
D5,6; h4: info not available. No conclusion could be reached based on the analysis results as to why the clips reportedly "did not produce adequate hemostasis" during surgery. The returned clips revealed no processing or quality issues. All mfg process parameters are within specs. Without having the clip applier used in the investigation, it is difficult to assess its condition. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. If the applier jaws are out of alignment or if the box lock area is loose, this could cause the clip not to close properly and vessel ligation to be inadequate. The clip appliers are a reusable instrument and hosps are advised to return appliers for replacement when their current supply is in need of repair. The info you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
It was reported during a gastric bypass ligated vessels did not have adequate hemostasis. The surgeon sutured the vessels. The hosp has not sent the clip appliers in for repair. The clips are being returned in a baggie with the product. There was no consequence to the pt.